Event description:
Ill from silicone breast implants, I have joint pain, chronic fatigue, dry eyes, ear pain, stomach problems, menstrual problems, insomnia, anxiety, memory loss, chest pain, burning feet, ebv, dry mouth, head dizziness, fog like systems, feeling of passing out. All symptoms of an auto immune disease.